Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, dissection occurred. The de novo target lesion was located in the mildly tortuous left anterior descending artery (lad) with 100% stenosis and was 38mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation using a 2.5x15mm non-bsc balloon at 12 atm for 10 seconds and placement of a 3.00x38mm promus element stent. Post stent placement, an unknown type dissection occurred. The physician used a 3.0x16mm promus element to cover the dissection lesion. Post-dilation was performed using a 3.0x15mm non-bsc balloon catheter for 10 seconds. The procedure was completed without any further patient complications. The patient condition was stable and was discharged from the hospital.